Event description:
Same case as MFR report #3005099803-2008-04682. It was reported that during a gastro-intestinal (gi) stenting procedure, advancement difficulties were encountered. The lesion was located in an unspecified portion of the duodenum. Upon advancing the wallflex enteral duodenal 22mmx 9mm stent delivery system (sds) over the 0.035 hydra-jag guide wire, the sds became stuck on the guide wire making it impossible to advance or withdraw the device. The sds and guide wire were removed from the patient as a unit. Another of the same of each device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".